Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2010; 6947-58 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that shortly after implant, the left ventricular lead dislodged. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.